Manufacturer narrative:
Received one (1) used list# b1032, 6" (15 cm) appx 0.25 ml, smallbore ext set w/clamp, rotating luer; lot# unknown --> one (1) used list unknown, clave; lot# unknown. No visual damages or anomalies were observed. The reported complaint of a leak could be confirmed. A leak was observed on the female luer of the set. A crack was observed on the luer leading to the leak. The probable cause of the crack is due to a material issue on a vendor supplied part. A device history review (DHR) lot# review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device has been received for evaluation. The investigation is pending completion.

Event description:
Event occurred regarding a 6" (15 cm) smallbore ext set w/clamp, rotating luer where it was reported that the extension tubing had liquid leaking from the tubing below the connector. The extension tubing was attached to umbilical venous catheter (uvc). This was noted due to amount of wetness and staining to linens and bedroll. There was patient involvement but no patient harm.